Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. Post-operatively, the patient who has had the covid vaccine experienced a reaction like dermatitis because the suture did not dissolve. No hospitalization or medical treatment. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. If yes,- medical (drainage and culture). Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Yes. Was the suture removed in a reoperation procedure? Yes. Was reoperation necessary to remove the suture and re-close the wound? No. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Kenalog what is the patient¿s current status? Healing. Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? No. What was the name of the procedure? Excision. What was the procedure date? (B)(6) 2022 - (B)(6) 2022. Please confirm which lot number (rjmcxx or rhmezt) is involved for each patient? Both lot numbers were involved. Will the device be returned? If yes, to whom should a shipper kit be sent to? Please include full name and address. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm if the two sutures (rjmcxx and rhmezt) were used on each patient or was one suture used on each patient with the possibility it was lot # rjmcxx or lot # rhmezt? Events reported via: 2210968-2022-01488.